Event description:
It was reported that the rv lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. The oor measurements were reproduced with pocket manipulation. The patient was programmed vvi. The physician elected to continue to monitor the patient/system. This rv lead remains in service. The facility was (B)(6) in (B)(6). No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).